Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing and inappropriate non-sustained ventricular tachycardia events were noted on the patient's right ventricular (rv) lead due to noise. No therapy was delivered. No intervention was made. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable.